Event description:
It was reported that during a laparoscopic gastrectomy procedure, the cartridge was detached on the way of the firing and the firing could not be completed. As a part of tissue was fired, additional suture was performed. Another cartridge was loaded and fired. The firing was completed without any problem. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.